Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) entered in a right ventricular tachycardia episode. The device appropriately delivered anti-tachycardia pacing (atp). However, this accelerated the rhythm of the patient and the device delivered a shock in order to end the episode. No changes were performed. This device remains in service. No further adverse patient effects were reported.